Event description:
It was reported that the nose of the bur guard broke off at the end and became shredded. There was no pt involvement.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for investigation. Based on the investigation, the failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running. This resulted in the bur guard overheating and shredding. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.